Manufacturer narrative:
Zimmer biomet complaint number (B)(4). D1: brand name unknown / not provided. D4: additional device information unknown / not provided. D10. Concomitant medical products bnst411, 3i t3 with dcd non-platform switched tapered implant 4 x 11.5mm lot 2021060104. G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
The doctor reports that the dental implant located in position number #46 failed because of a fracture of the retention screw that could not be removed. The procedure was not concluded by placing another implant without any impact on the patient.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The unknown biomet screw was not returned. Visual evaluation of the as returned product identified signs of use but no apparent signs of malfunction. The cover screw was returned without any allegations against it. DHR and complaint history review could not be performed since the lot/item number was not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Based on the investigation and risk management file review, the most likely root causes determined are external factors (patient¿s condition). Therefore, based on the available information, device malfunction and the reported event could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. H3 other text : product not returned.

Event description:
No further event information is available at the time of this report.